Event description:
Healthcare professional reported a left side ruptured implant with associated pain. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, d.10 , h.3 , h.6 device evaluation:the device related to the reported event of rupture was received on (B)(6) 2020 with lot number 1777965. Visual analysis of the returned device identified: deformation, fold creases, brown and yellow particles on shell, wear abrasion. And was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: - no observations found related with the complaint reported by the physician.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of rupture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side ruptured implant with associated pain. The device remains implanted.

Event description:
The device has been explanted.